Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump received a failed battery test. The customer¿s blood glucose level was unknown. The customer also received low battery alarm. The customer did not receive a low battery alert prior to the off no power alert. Troubleshooting was performed for failed battery test and low battery. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump was received with a blank display due to corroded battery tube spring contact and corroded battery tube. Unable to perform all functional testing including the operating currents, unexpected restart error test, rewind, basic occlusion, occlusion, prime alarm, compromised force sensor and excessive no delivery test or verify failed battery test and low battery alert due to blank display.